Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps for failure analysis investigation. The instrument was analyzed and was found to have charring or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument pulley cover had thermal damage. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the instrument was inspected prior to use by the nurse. After surgery, sign of melted plastic near the wrist was observed. Found after surgery, after cleaning, and before sterilization. There was no instrument collision during the procedure. There was no injury to the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.